Event description:
It was reported when the device was used during a laparoscopic hernia procedure, the device misfired. Another device was used to complete the case. There was no consequence to the patient.